Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58 mm diameter abdominal aortic aneurysm. The aortic neck was 17.5 mm in diameter proximally and it was 24.8 mm in diameter distally with a length of 32 mm. The implantation of the stent graft was at the exact intended location, which was just distal to the lowest renal artery. Upon final completion/angiogram the physician identified an endoleak that was initially believed to be a type 1a endoleak. The physician elected to reinsert a reliant balloon to perform a second dilatation of the infra-renal neck of the aorta. A second angiogram was performed and the endoleak was still present. The physician elected to implant another manufacturer¿s balloon expandable stent, it was implanted just above the level of the left renal artery extending approximately 2.5cm into the proximal area the endurant bifurcated stent graft. Another angiogram was performed and the endoleak was still present. The physician felt they should further dilate the other manufacturer¿s stent with a larger balloon and did so with another manufacturer¿s pta 20mmx4cm balloon. Upon visualization of the angiogram it was determined that better wall apposition was needed with the other manufacturer¿s stent. Following dilatation with the larger balloon another angiogram was performed and although the stent appeared to have sufficient wall apposition, an endoleak still persisted. The physicians then reexamined the cta study and discussed the possibility that this endoleak may not be a type 1a; but rather, a type ii endoleak. The cause of the endoleak is unknown. The physicians elected to end further intervention at this time. The physicians will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (aortic neck diameter <(><<)> 19 mm).